Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime). It was reported that a ¿loss of prime warning¿ occurred 3 or more times. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the black box indicated a loss of prime warning occurred on (B)(6) 2015. The pump powered on normally and successfully completed rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).